Manufacturer narrative:
This report is submitted on august 17, 2017. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report.